Manufacturer narrative:
Unique identifier (UDI)#: asku. This event occurred in (B)(6).

Event description:
The customer received a questionable hcg stat result for one patient sample. The initial result was 1.74 miu/ml with a data flag. The repeat result was >10000 miu/ml with a data flag. The result on (B)(6) 2016 with a 1:50 dilution in a sample cup was 98931 miu/ml with a data flag. The initial result was reported to the doctor who questioned the result. The patient was not adversely affected. The reagent lot number was 123267. The expiration date was requested, but was not provided. The application specialist checked that maintenance was done as per specifications. It was noted the rack used for the initial testing had no recommended sample rack inserts. The field service representative ran performance testing and discovered there was a partial blockage of the measuring cell and the values were inconsistent. He flushed the measuring cell, cleaned the pump filter, and adjusted the photomultiplier tube (pmt) voltage. He ran performance testing, blank cell calibration, all assay calibrations, and qc. He found the instrument status was okay. The customer had not reported any similar cases.